Event description:
(B)(6), rn at md office, reported pt was admitted to the hospital on (B)(6) 2025 for edema and dyspnea. (B)(6) stated that td-300 device that pt brought in is not charging due to circular prongs on the device being bent/not aligned. Serial number (B)(6). Pt has back up device at home but does not have anyone to bring it to the hospital. (B)(6) stated pt has been adherent to therapy but will most likely miss doses now that the device cannot charge/turn on (currently no interruption in therapy). No adverse event reported. Malfunctioning device available for return. Pharmacy replacing device. Troubleshooting was not performed. Discharge or length of hospitalization is unknown. Pt is over 65 years old. No further info/details or dates available. Tyvaso nebulizer pt. Diagnosis: pah.